Manufacturer narrative:
Complaint conclusion: the outback elite 120cm re-entry device was prepped and delivered without issue. When attempting to turn the device and position it so that cannula was facing the true lumen distal to the chronic total occlusion (cto), it was very difficult to turn the proximal rotating hub. Once the l/t was in position, the deployment slide button was depressed, and the slide was slid forward. Under fluoro the cannula was not deployed. The user attempted to deploy the cannula numerous times with no success. It looked, under fluoro, as if the 0.014" wire was exiting the outback through the cannula and not through the distal end of the outback. The slide was slid back and removed from the patient. On the table, the scrub tech attempted to extend the cannula and it was noticed that the cannula was exiting the catheter about 1cm proximal to where it should. The physician attempted to re-enter the true lumen without a re-entry device but was unsuccessful. The procedure was completed. There was no reported patient injury. There was no apparent damage to the device noticed prior to use. All specified ports were flushed. The ports were not flushed, followed by a 30 second pause, and then flushed again. The cannula/needle actuated smoothly during prep. There was no difficulty retracting the cannula back into the catheter. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. The catheter was not coiled at any point prior to insertion. The cannula tip was fully retracted before insertion. The handle deployment slide was locked in the proximal position. There was no difficulty advancing the outback over the guidewire. The guidewire was frontloaded. While torquing the device during placement, the user held onto the black handle. There was no resistance nor difficulty removing the outback from the patient. The product was returned for analysis. A non-sterile outback elite 120cm re-entry catheter was received coiled inside of a clear plastic bag. Per visual analysis a frayed/split/torn condition on the body/shaft was observed located at 2.5 cm from the distal tip. No other damages or anomalies were observed on the returned device. Functional test was not carried out due to the torn condition present on the shaft of the cto. Per dimensional analysis the device was found within specification. Per x-ray analysis the tip of cannula was observed where the torn zone is located. Per sem analysis elongations were found on the body/shaft material, and ductile dimples and plastic deformations were found on the braid wires. These damages resulted in a thickness reduction and tension marks, commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the braid wire and body/shaft material yield strength prior to the separation/torn condition. No other anomalies were noted. A product history record (phr) review of lot 17760728 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cannula/needle (outback only) - deployment difficulty through shaft¿ and ¿cto catheter system - torquing difficulty¿ could not be properly evaluated due to the frayed/split/torn condition observed on the outer shaft. The exact cause of the frayed/split/torn condition could not be conclusively determined during the analysis. Sem analysis showed evidence of elongations and bulged material. Plastic deformation, thickness reduction and tension marks were observed on braid wires. Also, ductile dimples were found on the separated braid wire surfaces. No anomalies were observed on unit¿s cannula. The elongations found on the body/shaft material, the ductile dimples and plastic deformations as found on braid wires, resulting in a thickness reduction and tension marks, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the braid wire and body/shaft material yield strength prior to the separation/torn condition. Based on the information available for review, vessel characteristics (a chronic total occlusion) or procedural factors (it was noted the device was not flushed per the instructions for use) may have contributed to the event as evidenced by damages noted on the device during analysis. According to the safety information in the instructions for use ¿always visualize tracking of the catheter tip over the aorto-iliac bifurcation. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked. Excessive calcification at the site of re-entry may impair performance.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the outback elite 120 cm re-entry device was prepped and delivered without issue. When attempting to turn the device and position it so that that cannula was facing the true lumen distal to the chronic total occlusion (cto), it was very difficult to turn the proximal rotating hub. Once the l/t was in position, the deployment slide button was depressed, and the slide was slid forward. Under fluoro the cannula was not deployed. The user attempted to deploy the cannula numerous times with no success. It looked, under fluoro, as if the 0.014" wire was exiting the outback through the cannula and not through the distal end of the outback. The slide was slid back and removed from the patient. On the table, the scrub tech attempted to extend the cannula and it was noticed that the cannula was exiting the catheter about 1 cm proximal to where it should. The physician attempted to re-enter the true lumen without a re-entry device but was unsuccessful. The procedure was completed. There was no reported patient injury. The product was clinically used and will be returned for analysis. There was no apparent damage to the device noticed prior to use. All specified ports were flushed. The ports were not flushed, followed by a 30 second pause, and then flushed again. The cannula/needle actuated smoothly during prep. There was no difficulty retracting the cannula back into the catheter. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. The catheter was not coiled at any point prior to insertion. The cannula tip was fully retracted before insertion. The handle deployment slide was locked in the proximal position. There was no difficulty advancing the outback over the guidewire. The guidewire was frontloaded. While torquing the device during placement, the user held onto the black handle. There was no resistance nor difficulty removing the outback from the patient.